Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced poor performance, open circuits, intermittencies and subsequent loss of connection to the internal device subsequent to sustaining head trauma. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.